Event description:
It was reported that during the patients follow up visit, device was found to be post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.